Event description:
In very tortuous anatomy, the physician was using the separator to clear clot in the mca. Physician was using a reperfusion catheter and separator 026, said he felt some friction. After using for a period of time, he noticed the separator had broken at a point between the rhv and catheter hub. He removed the rhv and was able to remove the separator. He continued the case with a different catheter and separator. There was not pt injury.

Manufacturer narrative:
Technical eval: the device has a proximal separation. Visual inspection under a microscope shows that the device has been under heavy friction. Conclusion: the root cause was attributed to the physician retracting the separator where the taper exits the proximal valve on the rhv. When the physician advanced the separator, the smaller diameter working zone scratches the edge of the rhv and bends. Further cycling caused it to break. The DHR of this mfg lot has been reviewed and a copy is attached. This MDR is being filed as part of the remediation action taken as per penumbra february 2010 update to the FDA warning letter dated december 31, 2009. A review of the device history record (DHR) was completed on part # 0570.a (lot # l12686). All appropriate inspections were completed per process monitoring requirements or 100% inspections where required. (B)(4). The lot has passed all dimensional measurements per specification, in addition, all destructive testing was completed per required process monitoring requirements and results met specification for the tensile strength. No non-conformance was associated with this lot; the parts released in this lot met process requirement.